Event description:
It was reported to philips healthcare that unspecified error messages appear at power up of the heartstart xl. The device would not power up on battery power. There was no patient involvement.

Manufacturer narrative:
(B)(4). A f/u will be submitted upon completion of the investigation.